Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 04-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 28-mar-2018 with the following findings: the pump's black box data from the date of the alleged issue had been overwritten due to continued use of the device. The current black box showed evidence of loss of prime warnings. The pump was exercised for 24 hours with no issues observed. The pump's force sensor passed a calibration check with no issues. The battery compartment was cracked.